Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy procedure, there was bleeding from the right pulmonary artery (pa) at the end of the procedure and the procedure was converted to open. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: a branch of the right pa was found to be torn. The procedure was converted to an open thoracotomy and the patient went onto cardiopulmonary bypass to address the bleeding from the injured right pa. The surgeon does not know the cause of the bleeding and believes that there are various factors such as unspecified patient factors and surgical technique that can cause a conversion of a procedure. He stated that it was not due to the forceps used in the procedure. There were no product issues or unexpected movement of an isi system component (e.g. Universal surgical manipulator, usm)/instrument that caused the bleeding. It is unknown if there were any anatomical factors that caused the bleeding. The amount of bleeding was 2700 ml. There was no post-operative complication in the patient. The patient has been discharged without issues.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. There is no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. If additional information related to this complaint is obtained, the record will be reopened for further evaluation. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. The system logs were reviewed by an isi advanced failure analysis engineer (fae) and the following findings were obtained: the logs show that sureform 45 curved-tip instrument (part #480545-04, lot #l91210308-0261) was installed 7 times and fired 7 reloads (3 white reloads, followed by 2 green reloads, followed by 1 blue reload followed by 1 white reload, in that order). All firings were completed per the logs with no pauses for compression. There were no incomplete clamps for this instrument. There were also no errors seen that would indicate non-intuitive motion or any issues with the system. The logs reviewed do not suggest any product issues or any non-intuitive motion of an instrument or system component. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: during a da vinci-assisted pulmonary lobectomy procedure, bleeding was discovered from the right pa and as a result, the procedure was converted to open to control the bleeding. The patient was put on a heart-lung machine and sutures were placed to achieve hemostasis. The cause of the bleeding is unknown. There is no allegation of a malfunction of a da vinci, system, instrument and accessory.